Manufacturer narrative:
Product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention. It was reported that the patient's spouse¿saw blood on the patient's bandages while they were changing them. The patient stated they were concerned that the device was not working, however with trouble-shooting, they were receiving stimulation.¿ no further complications were reported/anticipated at this time. Additional information was received from the advanced evaluation patient on (B)(6) 2021. They reported that they had an infection that they went to the hospital for on (B)(6) 2021.